Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up identified that one of the leads was revised because it was trapped in the sacroiliac ligaments and the other was replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-10997. Reference manufacturer report number: 1627487-2019-10998. Reference manufacturer report number: 1627487-2019-11003. It was reported that the patient's leads migrated and were close to coming out of the skin. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. It is unconfirmed which leads were replaced, therefore all the leads are being reported.